Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed failed battery test and batteries would not last. Customer's blood glucose was 500 mg/dl. Customer also had traces of ketones. After troubleshooting, device did not alarm failed battery test alarm. Customer was advised to monitor the device. Customer will not be returning the device for analysis.